Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 230 mg/dl at the time of incident. Other blood glucose level mentioned was 231 mg/dl. The customer was treated with insulin drip in the hospital. The customer stated that the insulin pump had blank display. Insulin pump had replace battery alert and battery failure alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the insulin pump had issues with failed battery test and blank display. Customer went to an urgent care due to severe vomiting where they were diagnosed with severe dehydration. Customer was transferred to the emergency room for further treatment and was then admitted to the hospital due to high blood glucose, deemed acidotic (vomit related) and diagnosed with an enflamed colon (acid related. Customer treated their high blood glucose via manual injection and insulin drip.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. The test battery was inserted with no battery failed alarm noted. Device uploaded properly using carelink. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No power error 25, unexpected low battery alert, unexpected power loss alarm, unexpected replace battery alert, or unexpected replace battery now alarm noted in the device trace download. Device was also programmed and monitored for 1 day. No blank display noted. Device had minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, scratched keypad overlay, pillowing keypad overlay and cracked retainer.